Event description:
It was reported that during a generator change out procedure, it was noted that the atrial lead had fractured. The lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.